Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 18467312/18693782, model/catalog description: infinion cx lead kit, 50cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients scs was not providing pain relief. The patient underwent an explant procedure. No device malfunction was suspected.